Manufacturer narrative:
Report not confirmed for the motor. Evaluation could not reproduce the reported malfunction of continues to run. It was also noted that the device overheated above the specification of 113°f. For the ad03, no anomalies were found. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. The ad03 has been in use with no record of factory service during this period. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for the motor and attachment with no reported malfunction. It was reported that there was no patient or staff impact. Additional information stated that a stryker perforator was used together with the reported devices. On follow-up, it was confirmed that the perforator did not stop despite breaking the cortex causing dura damage. Also, there was an extension to the procedure due to the said event. No further information can be provided regarding the event and the status of the patient.

Manufacturer narrative:
Additional analysis findings has been provided for the motor. It was noted that the bearings were worn and the connector thread sealant was degraded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.